Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia,"), pelvic pain ("pelvic pain female/pain-chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder/urinary problems -bladder problems"), urinary tract infection ("bladder/urinary problems urinary problems:uti"), nausea ("other injuries/symptoms nausea") and urinary tract disorder ("urinary problems") and was found to have weight increased ("other injuries/symptoms weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract infection, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, device dislocation, dyspareunia, female sexual dysfunction, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Event injury was updated and new events: dyspareunia (painful sexual intercourse), apareunia, pelvic/ abdominal, back pain, migration, bladder problems, uti, other injuries/symptoms nausea, weight gain were added. Plaintiffs information and lab data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.